Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4) exit marker bunched up. (B)(4) balloon burst. A visual examination of the complaint device revealed the exit marker was bunched up. Also, the catheter shaft was cut. Functional analysis could not be performed due to the condition of the device. The failure likely occurred due to anatomical or procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed in the esophagus on (B)(6) 2016. According to the complainant, during the procedure, the balloon popped. The device was removed with the endoscope and then cut with a wire cutter in order to be removed from the endoscope. The procedure was completed with another cre fixed wire. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable. Investigation results revealed the exit marker was bunched up; therefore, this is now an MDR reportable event.